Event description:
It has been reported to philips that the system did not produce fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did produce fluoroscopy. The logfile indicated error with the ippc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found image store issue in frontal and lateral ippc. The fse recreated the image store on frontal and lateral, which resolved the issue temporarily. The fse confirmed that the lateral ippc was defective and needed a replacement to resolve the issue. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc and hard drives by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.